Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The package insert states "loss of fixation or bending, fracture, loosening or migration of the implant or instruments" are possible adverse effects. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of four for the same event, see also 3004485144-2015-00090, 00092 and 00093.

Event description:
It is reported loose screws were identified in an x-ray; more so at s1 than l5. It is reported the surgeon believes migrating interbody device may have caused screws to loosen. A revision surgery was performed to remove and replace the hardware. It is reported during the revision surgery the threaded tip on locking screwdriver broke off during implantation of new implants and lodged in screw head prohibiting further height adjustments. The tip of the screwdriver remained in the screw head which is implanted the patient.